Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Date of event: unknown/not provided. Catalog # information: unknown not provided. Serial # information: unknown not provided. Expiration date UDI #: unknown not provided. If implanted, give date: unknown/ not provided. If explanted, give date: unknown/ not provided. (B)(6). Device manufacturing date: unknown not provided. Other: the device is not returning for evaluation as suspect products are not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Citations: van overdam ka, van etten pg, vanmeurs jc &manning ss (2018): vitreouswiping, a new technique for removal of vitreous cortex remnants during vitrectomy. Acta ophthalmol. Https://doi.org/10.1111/aos.13991. (B)(6). Doi: 10.1111/aos.14139. Lenses remained implanted.

Event description:
The following article was received based on a literature review: literature title: the health economic impact of posterior capsule opacification in finland comparing the two single-piece intraocular lenses: a cost-consequence analysis. A cost-consequence analysis (based on data from a retrospective cohort study) was done to estimate the health economic impact of the incidence of posterior capsular opacity comparing two iols (acrysof sn60wf, alcon; and tecnis zcb00, johnson and johnson). Cumulative incidence of posterior capsular opacity requiring nd:yag laser capsulotomy at 5 years post cataract surgery for zcb00 was at 18.1% (8141 cases). A copy of the article is provided with this report.